Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [1750 mcg/ml] at a dose of 376.5 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2017-dec-14 that an alarm was heard/confirmed by telemetry that a critical alarm occurred of reset occurred and safe state occurred. It was related that the patient came in today because their pump was alarming and they saw the safe state and reset occurred message on the alert screen and programmed the pump out of minimum rate to 188.2 mcg/day. They updated the pump and had the patient leave. The patient called the hcp back and stated the pump was alarming again after they left the office. It was indicated that the hcp would contact the surgeon to schedule the replacement sooner than the expected elective replacement indicator (eri). It was noted that the patient saw the surgeon on (B)(6) 2017 to check the catheter to see if there were any issues prior to the replacement. A manufacturer's representative was there as well with the patient. The manufacturer's representative contacted the hcp on 2017-dec-12 stating that they found ¿kinks in the catheter;¿ however, since the eri replacement was coming up so soon the surgeon was going to look at replacing the catheter at that time. They had reprogrammed the patient¿s pump to the original rate that they had it at (376.5 mcg/day) after the catheter dye study. The date of the kinks in the catheter event was reported to be (B)(6) 2017 and the safe state and reset occurred sometime after that. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was reported the pump had motor stalls and minimum rate dose without request. The pump was replaced (B)(4) 2017. The explanted pump will be returned to the manufacturer. No environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. Patient status at time of this report was alive - no injury. The issue was resolved. The pump was delivering compounded baclofen 1750 mcg/ml; 188 mcg/day. Other medications the patient was taking at time of the event were not available. Patient weight was (B)(6) pounds. Medical history was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-dec-19. It was reported that it was unknown which reset occurred between low battery rest or watchdog and as the pump said pump in safe state reset occurred. They were unsure if the cause of the reset and safe state had been determined and it was related that when the patient had the catheter dye study done on 2017 (B)(6), a manufacturer's representative put the settings back as before. The patient then came in on 2017 (B)(6) because the alarm had been going off for three days. The cause of the kinks in the catheter was not determined. It was noted that the patient was wheelchair bound and the last noted weight was (B)(6) on 2017 (B)(6) (this is conflicting with the report that the patient¿s weight was (B)(6) lbs). It was indicated that the manufacturer's representatives were notified to send the pump for analysis and the hcp was told they would. No further complications were reported or anticipated.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The pump was returned, and analysis found pump/battery/high resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative on 2012-dec-19. The pump was returned to the manufacturer for analysis. It was reported that the device was used to deliver lioresal intrathecal, and it was replaced with a device of the same manufacturer on 2017 (B)(4). The patient was not in a clinical study. The event date was listed as ¿unknown.¿ the ¿managing physician reports motor stalls and dose decreases to minimum rate without request.¿ the device was used with/in the patient for treatment. There was no patient death. The patient recovered without sequela. The reason for device removal was listed as ¿device-related,¿ therapy-related,¿ and ¿loss of therapy.¿ it was unknown if a rotor study or dye study were performed. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-dec-21. It was reported that there was intent to return the pump and catheter for analysis once replaced. The cause of the reset, safe state, and kinks in the catheter were unknown. No further complications were reported or anticipated.